Manufacturer narrative:
This supplemental report is being submitted to report the investigation conclusion and additional inormation. Please updates to section: g3, g6, h2 and h6. Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m147177 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m147177, test base part number 190-430 / lot m147177. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m147177 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be submitted.

Event description:
The customer reported a false positive using ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasopharygneal kitted swab. Repeat testing with a new sample using ID now covid-19 assay generated negative results. Confirmation testing on nasopharygneal swabs with pcr on (B)(6) 2021 and generated negative results. The customer stated the patient was asymptomatic. The customer confirmed there was no patient harm due to test results. Additionally, the customer reported there was no delay in treatment due to test results. Positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Due to high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in cleaning section of the instrument user manual. Due to risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral medication, the incident shall be considered reportable.